Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger would not work. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (charger not charging) has been confirmed. Upon investigation the charger/modem was switching between charging the battery and displaying "insert battery" when a battery was already in the charger. The cause of the battery charger/modem not charging up batteries was contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress. No adverse event occurred because of the contaminated battery board. The pt received a replacement battery charger/modem.